Manufacturer narrative:
The device was subsequently explanted and returned for testing. The device is currently being evaluated in our (B)(4) laboratory. This product issue will be updated when analysis is complete.

Manufacturer narrative:
A boston scientific technical services consultant discussed with the caller that the device reached eol due to the extended charge time. The consultant informed the caller that this device is included in the mid-life display of replacement indicators advisory and the device behavior is indicative of the advisory. The device should be replaced as soon as possible. According to our resources, the device remains implanted and no other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
Boston scientific received information that this patient had been lost to follow up. It was reported that the device declared elective replacement indicated (eri) eight months ago and declared end of life (eol) two months ago. The current monitoring voltage is 2.56 and the charge time is 31.2 seconds. No adverse patient effects have been reported.